Event description:
It was reported that during an implant procedure the patient was unresponsive, they immediate flip and give the patient oxygen. The physician believed that it was not device related. The anesthesiologist noted that the patient was going in and out of atrial fibrillation due to the anesthesia. The patient began breathing again and was successfully implanted. The patient was doing well postoperatively.